Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an etco2 pump failure. No patient involvement was reported.